Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion alarms which were not reproduced. Downstream occlusion alarms were verified through a review of the event history log and found during a visual inspection to be caused by cracks on the ultrasonic flex tail. The downstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed the upstream and downstream occlusion messages during therapy in the oncology area (medication, dose, programmed amount and delivery rate unknown). There was no patient injury or medical intervention associated with this event. It was also reported that the device was swapped out and the customer biomedical services was unable to reproduce the symptoms. No additional information is available.